Event description:
It was reported that the last time he saw the healthcare provider (hcp) it was indicated that the implantable neurostimulator (ins) had about 30% charge left, so he knew that the battery level was going down and would need to be replaced soon. He wanted a rechargeable ins put in next time, but due to his small frame the hcp expressed concern that his body might reject the rechargeable ins or there could possibly be an infection. The patient also noted that where his wires were located, up around his ears, it was swelling and it felt like the wires were ¿criss-crossed.¿ additional information received two months later reported there was an infection/erosion at the lead. The lead wire was more exposed than when he called in on (B)(6) 2015. The wire had been exposed for about 3 months. He saw his doctor 2 weeks prior to report but they weren¿t receiving treatment as the insurance was not approving services until it was life-threatening. There was drainage. The lead wire was bulging and tightening up since a couple of days after seeing their doctor. The infection was not confirmed. There was ¿yellow gunk¿ coming out.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006, product type: lead. Product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006, product type: lead. Product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006, product type: lead. Product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006, product type: lead. Product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006, product type: lead. Product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006, product type: lead. (B)(4).